Event description:
It was reported that the blade mount-tabs broke off during a surgical procedure. It was further reported that the surgery was successfully completed using a second blade. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for eval. Lot number details were not provided. It was visually confirmed that both mount tabs had broken off. Based on this info and other more recent complaints reporting similar events, the root cause is determined to be multi-factorial.